Event description:
Customer's family member reported that customer was hospitalized due to high blood glucose. Family member also reported that pump at the time of the call. Family member was unable to clear the alarm and therefore a replacement pump was sent.